Manufacturer narrative:
Patient information is unknown. A 510k: 1 unknown plate trauma /unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is unknown. Complainant part is expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the high tibila osteotomy (hto) tomofix plate implant 3 months ago and removed this week has snapped. This is all information we have so far. The original plate was implanted 6 weeks ago and removed (B)(6) due to break it. Concomitant parts: unknown screws (part number and lot number unknown). This report is for 1 unknown plate trauma. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product evaluation/investigation summary was performed. The investigation of the complaint articles indicates that: failure the plate broke post-operative. Dimension: the measurable dimensions of the tomofix femoral plate were as far as possible checked and found to be in compliance with the technical drawings and ao/asif specification. Material: the examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. Conclusion: no product fault could be detected. The lot in question was manufactured with a lot size of 12 pieces in may 2017 and we are not aware of any other complaint for this article- and lot number. Based on the provided information we are not able to determine the exact cause of this breakage. It is likely that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date returned to manufacturer. Concomitant parts added to complaint, therapy dates are unknown. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part #04.120.550s/lot #l386930. Manufacturing location: (B)(4). Release to warehouse date: 12.may.2017, expiry date: 01.may.2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part & lot number reported. (B)(4). Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 06oct2017, concomitant parts: 1x 412.221/l405090 lockscrew; 1x 412.224/l405092 lockscrew; 1x 412.224/l422438 lockscrew; 1x 412.223/l405109 lockscrew; 1x 412.223/l411935 lockscrew; 3x 412.208/l397165 lockscrew.